Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the the ventricular lead impedance had risen and the thresholds were high. It was also noted that the xray shows possible first rib clavicle crush. The lead was capped and replaced. No patient complications were noted as a result of this event.